Manufacturer narrative:
Follow-up #2: date of submission 05/01/2014. Device evaluation: additional testing result by product analysis completed on 04/01/2014 with the following findings: the display stopped functioning as intended. The display flex is defective.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a blank screen with the appropriate audible and vibratory alerts. Due to the blank screen, the remaining performance tests were not completed. The pump casing was opened to further investigate and no damages were found with the display screen or the display connector wires. The display screen was replaced with a test screen and the test screen was fully functional.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen was blank. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.